Event description:
The patient experienced a stimulation sensation when the device was turned off. He wanted to confirm that it was not related to the device. The neurostimulator was explanted and the extension was cut off. The lead was still implanted due to a full revision was planned in the coming weeks. The patient was well and did not experience any abnormalities.

Manufacturer narrative:
(B) (4).